Manufacturer narrative:
Batch review performed on 30 october 2018. Lot 165078: (B)(4) items manufactured and released on 12 october 2016. Expiration date: 2021-09-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component revised: gmk-sphere 02.07.1205r, tibial tray fixed cemented # 5 r (k090988), lot 164903: (B)(4) items manufactured and released on 25 october 2016. Expiration date: 2021-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on oct 30, 2018: 1 year and 10 months after primary cemented tka the insert fixation screw got loose in the joint. During the removal surgery, the tibial component was found loose and the femoral component scratched. Although causation can hardly be demonstrated, it is our opinion that the scratches on the femoral component have likely been caused by the loose screw but the mobilization of the tibia is probably unrelated. The reason for the screw loosening cannot be determined: we have been able to demonstrate that insufficient tightening torque is a potential cause for this event, but there may be others as yet undiscovered.

Event description:
On (B)(6) 2018 we were informed that a revision surgery was necessary 1 year and 10 month after primary due to pain. The surgeon determined that the screw had backed out of the poly, the femur was scratched and the tibia was loose. On (B)(6) 2018 he removed all hardware and implanted another company's product. The torque limiter was not used in primary.